Manufacturer narrative:
The impella 5.5 device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a 52-year-old male on impella 5.5 for mechanical circulatory support. While on support, the patient had stroke code and was sent to or (operating room) where thrombus was removed. The patient's outcome is unknown as the facility did not provide any further information.

Manufacturer narrative:
As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. This report is being filed as part of a retrospective review of historical records.